Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: investigation summary: service and repair evaluation: the customer reported that on may 15, 2025, device stuck within handle. The repair technician reported that attachment was stuck in device, t-handle was bent, and body was dented. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was confirmed. Device history review: part number: 393.100-us. Lot number: 27381p1. Manufacturing site: hägendorf. Release to warehouse date:05-aug-2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on may 15, 2025, the device was stuck within handle. There was no surgical delay. Procedure was successfully completed. There was no patient consequences.